Event description:
During a check-out procedure at the manufacturer's service center, a ventilator was alarming for a low inspiratory pressure alarm condition. The device was not in patient use. The device evaluation has not yet been completed by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a low inspiratory pressure alarm condition. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The device's air inlet path assembly needs to be replaced to address the issue. The device's sponge was found to be lifted, blocking the air inlet port.

Manufacturer narrative:
During a check-out procedure at the manufacturer's service center, a ventilator was alarming for a low inspiratory pressure alarm condition. The device was not in patient use. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The device's air inlet path assembly needs to be replaced to address the issue. The device's sponge was found to be lifted, blocking the air inlet port. The manufacturer's product investigation laboratory performed investigation. Trilogy mmv, inlet air path assembly was returned for investigation for airpath foam failure. During investigation was able to confirm the complaint of the loose foam. The foam in the area of the blower inlet had pulled away from the adhesive. Adhesive residue could be felt on the foam (i.e., the underside was tackier that the topside). Adhesive remaining in the plastic was still somewhat tacky. There was no evidence of loose foam particulates.